Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. Based on the results of the investigation, olympus could not presume cause of the suggested event from the following investigation result because the user did not send the subject device to legal manufacturer. The suggested event can be detected by performing inspection described in the following chapter. Operation manual, chapter 3, 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had internal defects of the channel. There were no reports of patient harm.